Event description:
Bilateral breast implants 1984. Developed rheumatoid arthritis 1994, which has been treated with gold and methotrexate. Because of ruptured prostheses and possible relation to arthritis, patient elected to have implants removed, on 12/02/96. Both prosthetic envelopes were found to be ruptured. Gel sponged from paraprosthesis capsule. Operative and path reports attached. Because of history of litigation with breast implants, the product will be retained by the hosp and not returned to co.